Event description:
A pt being treated for an unstable pubic symphysis was implanted with a pt specific plate and dls screws. During the procedure it was noted the pt had very poor bone quality. Approx 3 weeks post operative it was noted two of the screws on one side had backed out. Pt was being returned to the operating room for revision and the surgeon planned to put in two more screws. Reportedly the pt is doing well and symptoms have improved. This report is #1 of 3 for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.